Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the large bowel during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare did not fully open. The catheter was twisted and it did not cut the tissue well. Reportedly, there were no visible issues noted with the handle. They continued to use the device and the same snare was used to complete the procedure. There were no patient complications reported as a result of this event.